Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient began to feel uncomfortable. Physician stated that upon examination, an infection was suspected as purulent discharge was present at the incision site. System was explanted and the patient was treated with antibiotics. Patient is in stable condition.

Manufacturer narrative:
Additional information gathered via follow-up revealed the issue was not related to the patient's lead. Therefore, the event/issue has been deemed non-reportable due to no adverse event being identified.